Event description:
It was reported that "revision screw driver draw rod broke while trying to remove screw."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.